Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a stuck safety mechanism was confirmed but the exact cause was unknown. One 20 g x 0.75 in. Powerloc max infusion set was returned for evaluation. An initial visual observation showed use residue on the outside of the tubing of the infusion set and a clear fluid within the tubing. The safety mechanism was observed to not be activated and was positioned about 2 mm distal to the needle housing/handle. An attempt was made to activate the safety mechanism; however, the safety plate was unable to be moved up or down or rotated about the needle shaft. A microscopic observation revealed a clear substance on the needle shaft, handle, plastic collar, metal sleeve, and safety plate. This substance was also observed bonding the safety plate to the needle handle. The clear substance did not fluoresce under uv light, indicating it is not the adhesive used to bond the needle to the needle handle. Some of the substance was removed from the needle and was soaked in water to see if it would dissolve, but the water appeared to have no effect on the substance. The substance was observed to be soft and flexible and peeled away from the needle with relative ease. Once removed from the infusion set, the substance was observed to be slightly yellowish. The observed clear substance appears to be the cause of the immobility of the safety mechanism; however, the identity of this substance is unknown. It is possible the infusion set came into contact with this substance before, after, or during use, but its origin is unknown at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the safety mechanism would not engage on the needle. 01/09/2019 - returned infusion set contained foreign material.